Event description:
It was reported that this cardiac resynchronization therapy defibrillator exhibited high, out-of-range, shock impedance measurements. The physician opted to monitor the patient via remote monitoring. No adverse patient effects were reported. This device remains in service.